Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused. During a blood transfusion of packed red blood cells, the patient became ¿more unstable by vomiting blood and having bloody stools¿. The rate on the pump was increased per the physician¿s request. The nurse observed the blood was dripping in the drip chamber, but did not appear to be dripping appropriately for a volume of 500 ml/hour. The nurse had to add more volume to be infused on two occasions, even after the pump alarmed that the infusion was complete (i.e., volume was still present in the bag after the pump alarmed for infusion completion). The patient continued to deteriorate, and the physician made the decision for a massive transfusion protocol (mtp) and use of a belmont rapid infuser. No further information was provided at the time of this report.